Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (te).

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the j2 component was not properly soldered inside the front therapy electrode. The cause of the check therapy pad messages is the improper soldered j2 component. The root cause of the improper solder is a manufacturing error. A corrective action was initiated. No adverse event resulted from damaged belt cable connector.